Event description:
The surgeon was attempting to place a perma-cath in the patient. They were having trouble placing the guidewire into the intended area. The doctor asked the nurse for for a different type of guidewire which was teflon coated. When the surgeon pulled the guide wire back through the needle, a section of the teflon was stripped from the guidewire. Approximately 1 inch piece of the teflon was in the patient. Interventional radiology retrieved the teflon section from the patient. The patient remained in stable condition after the procedure.